Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the display brightness being low was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. A simulated treatment was run for 15 minutes with 1000ml of fluid and passed. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s liberty cycler had powered down in step seven before patient¿s peritoneal therapy (pd) and the cycler¿s display brightness was low. The power cord was properly connected. The cycler was rebooted and the patient was able to turn on it on, however, the display brightness remained low. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient did not finish treatment on the night of the event. Upon further follow up with the patient¿s pdrn, it was confirmed that there were no adverse events, injuries, or medical intervention required as a result of the missed treatment or the reported event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the new cycler with no issues and without reoccurrence of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.